Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2019. No further information was reported.

Event description:
New information received notes that lead noise issue was discovered during clinical follow up. Due to noise, physician alleged insulation anomaly and capped the lead as a result. Patient was stable after procedure.